Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a missing ramp assembly. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were available for evaluation but have not yet been received. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. Two events had no patient involvement; no patient impact.